Manufacturer narrative:
The investigation of vascular damage peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 50-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient began developing ectopy and hypotension on arrival to the cardiovascular intensive care unit (cvicu) and placement signal waveforms were unusual. Albumin administered and impella withdrawn 1cm. Placement signals returned to normal. Patient problems (cardiac tamponade) persisted and the decision was made to return to operating room for investigation. Patient was found to be bleeding from left internal mammary artery (lima) to left anterior descending (lad) anastomosis. Bleeding was repaired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was not returned for investigation. The data logs indicate that the impella position was in the aorta alarm, with elevated placement signal trend that returned to normal after pump repositioning. The placement signal failure mode was changed to a positioning issue, as mentioned details in clinical and the data logs reflect that the discrepancy in the placement signal was due to poor pump positioning. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. Corrections that were made from the initial manufacturer device report number 1220648-2024-17725. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.